Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 5 months. (Calculated from the date when the device was issued to the patient.) The device will not be returned for evaluation as it remains in use. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient reported that the mobile power unit (mpu) had 2 episodes of not providing power to the system controller. In the first episode, the mpu was plugged into the wall, the green light was on, and the system controller alarmed no external power. The patient immediately connected the system controller to batters. The patient then unplugged the mpu from the wall and plugged it back in, and the mpu then operated as expected. The patient changed the internal batteries of the mpu and checked the connection of the cable into the mpu and it was tight and secure. Approximately 25 days later the event occurred again. A loose connection between the power cord and the mpu was suspected. A new locking mpu power cord was sent to the patient. No additional information was provided.

Manufacturer narrative:
The mobile power base unit (mpu) was not returned for evaluation as it remains in use. Log files were also not available or provided. The reported event of the mpu not providing power to the system controller due to a compromised connection between the mpu and the ac power cord could not be conclusively determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.